Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance above 150ohms was reported via homemonitoring. Patient to be brought in for further lead evaluation. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.